Event description:
It was reported that customer experienced multiple occlusion alarms, including Alarm 2 followed by Alarm 26, while using infusion set and cartridge with Novra Rapid insulin. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, and declined additional assistance, and case was closed by technical support.